Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
A customer reported encountering an incident where a patient¿s data was mixed with another exam while using their epiq cvx ultrasound system. According to the customer, images from a previous study merged with the next patient¿s information. The data mix-up was identified by the user and there was no allegation of altered patient outcome as a result of the issue.

Manufacturer narrative:
A philips field service engineer went to the customer site to gather system data for further investigation. However, the customer had deleted the system logs after exporting them to a file sharing service. The customer confirmed they no longer have the original system data to be evaluated. Since the system logs are no longer available, no additional system evaluation could be performed to identify the root cause of this issue. The system has been placed back into service with no additional complaints regarding this issue reported by the customer post notification. H3 other text : no system logs were available for evaluation.

Event description:
A customer reported encountering an incident where a patient¿s data was mixed with another exam while using their epiq cvx ultrasound system. According to the customer, images from a previous study merged with the next patient¿s information. The data mix-up was identified by the user and there was no allegation of altered patient outcome as a result of the issue.